Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl. The customer stated the buttons on the pump are hard to press. The customer mentioned recurring no delivery alarms. The customer rejected troubleshooting. The customer was wearing the insulin pump during the hospitalization. Advised the customer to discontinue use of the pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08720 inches. No excessive no delivery alarm noted. However, pump received with intermittent button response due to flattened express bolus and escape button dome switch. The keypad connector on lcd is locked properly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.